Manufacturer narrative:
The reported events of noise and oversensing were confirmed. As received, a partial lead (only the distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported events were due to external insulation abrasion exposing the outer coil which is consistent with friction to another device or feature of the patient anatomy.

Event description:
During follow-up, oversensing due to noise was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.